Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 461 mg/dl for 3-4 weeks. The patient switched to the backup infusion device and blood glucose levels returned to normal, 110 mg/dl. The patient believes the primary infusion device does not properly deliver insulin. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.